Event description:
It was reported that the printer on the 6800 system would not print correctly. Also the articulating arm was hard to move. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The printer was replaced. The articulating arm was adjusted. The boards and connectors were re-seated during the svc call. The system was tested, and found to be working as intended, and put back into svc.